Event description:
It was reported that during surgery, the punch was integrated into the bone. When the handle was lifted to release, the punch already snapped.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured tibial keel punch was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the fracture. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device broke as a result of in fast fractured overload, consistent with repeated off-axis impact. No material or manufacturing defects were identified.

Event description:
It was reported that during surgery, the punch was integrated into the bone. When the handle was lifted to release, the punch already snapped.